Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/11/2014 with the following findings: a review of the pump black box data indicated evidence of excessive battery usage and short battery life. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. A battery cap was not returned with the pump. A test cap secured properly and was used to complete investigation. Current draws did not measure within specifications. Investigation revealed that the u31 component on the printed circuit board failed and caused a high current draw. The pump case was removed and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not last as long as expected. The battery was allegedly changed; however, the short battery life issue recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.